Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. A copy of an operative report was also received, however, it was regarding an operation that the patient recently underwent ((B) (6) 2010). Therefore, no further details regarding the reported event or device were learned. The device history record (DHR) review is currently in process.

Event description:
Caller states the compact plus system produced an error not within device specifications. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
A device was received from the health-care provider on 05/18/2010. The device evaluation was completed on 06/18/2010, and it was determined that the device returned was not manufactured by edwards lifesciences. The operative report of (B) (6) 2002 was also received on 06/16/2010 via fax. Through which it was learned that the device was explanted, due to mitral regurgitation. It was also noted that "the mitral valve repair had dehisced at the plication of the annulus as well as the valvuloplasty. The ring however was intact."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted. Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of approximately 0.4 months. It was also learned that the patient had developed severe shortness breath at that time, and therefore, underwent reoperative mitral valve replacement (with a hancock porcine valve) in (B) (6) of 2002.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure.according to the complainant, the procedure was successfully completed. During a follow-up visit on (B) (6)2008, " partial-obstruction - voiding" was documented.